Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Our records indicate that no other complaints of this nature have been received for this lot number. One heater wire pin on the inspiratory limb was split at the top, preventing the heater wire adapter form being connected. This is an unusual event. The device was out of specification. To date we have only received two such complaints where the pin was split. Given that in excess of one million heated breathing circuits were sold worldwide over the last twelve months, the rate of occurrence is extremely low. However, we will continue to monitor all complaints for this type of fault.

Event description:
A hospital in another country, reported to our distributor that when they checked the rt105 breathing circuit before use and the pin for the heater wire was bent.